Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise. No intervention was performed. Patient was stable.

Event description:
New information notes that the previously reported noise on the device was over-sensed. Programming changes were made. No patient consequences.